Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) from the united states alleging that her son was having an issue with his onetouch verio test strips. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient's mother stated that 1 out of every 4 test strips was not working correctly and that this issue had allegedly occurred with a few different vials. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that she was having an issue with their onetouch verio pro test strips. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.